Manufacturer narrative:
G2: foreign country - united kingdom this is being reported as an unknown component until the instrument product ID becomes known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the tracker and universal drill guide (udg) instruments were inaccurate (it was noted that the passive planar was accurate). The screw breached the spinal canal and had to be revised. The probable cause of the reported issue was that it was most likely issues with the physical instrumentation itself or user error. There was a delay of longer than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H2: the product number for the instrument was received and updated in section d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.